Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a right atrial pace impedance measurement of greater than 2,000 ohms. It was noted that this was observed during this device changeout procedure for normal battery depletion. A new device was implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a right atrial pace impedance measurement of greater than 2,000 ohms. It was noted that this was observed during this device changeout procedure for normal battery depletion. A new device was implanted and remains in service. No adverse patient effects were reported.